Event description:
In 2003, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder bifurcated endoprosthesis. CT studies taken between december of 2005 and june of 2006 revealed a 1 cm aneurysmal sac growth and possible aneurysm rupture without clinical sequela. On two months later, a relining of the graft was completed using two contralateral leg components. This procedure was tolerated well by the patient.

Manufacturer narrative:
This event involved two additional grafts, item pc141200 and item pcl161407.